Manufacturer narrative:
Correction due to the explant was not related with this event. B5 field: it was updated. H6 field: impact codes updated.

Event description:
It was reported that when this right ventricular lead was implanted, after pocket closure, the physician noted that the helix of this lead appeared to have auto retracted. Subsequently, re-intervention was performed and this lead was successfully repositioned. No additional adverse patient effects were reported. Additional information received indicates that this lead was explanted as it was only meant to be used temporarily. This lead was returned intact to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems (conclusion code: no problem detected).

Event description:
It was reported that this right ventricular lead exhibited helix retraction issues post implant. The physician decided to reposition and re-extend the helix. At this time, the evidence suggests that this lead was explanted and replaced. No additional adverse patient effects were reported. The lead has been received for analysis.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device:

Event description:
It was reported that this right ventricular lead exhibited helix retraction issues post implant. The physician decided to reposition and re-extend the helix. No additional adverse patient effects were reported.